Manufacturer narrative:
The device used in treatment. One 10f arrive breezeway introducer sheath along with dilator was returned from the customer. There were no other accessories. No visible blood was found on or inside the sheath or dilator. The sheath was inspected under 10x magnification. No anomalies were found around the hemostatic valve, hub or tip edges of the sheath. The tip of the dilator was inspected under 10x magnification. The circumference around the tip of the dilator was damaged. A leak test was performed by injecting water through the sideport of the sheath using a syringe. A leak was observed from the stopcock of the sideport tubing and water exited through the cracked side of the stopcock. The stopcock was then inspected for damages. It was found that one of the sides in the 3-way stopcock was deformed along its walls causing liquid leakage. It was noted that the fluid was seen coming back from the cracked side of the sheath's stopcock/sideport assembly not through the sheath port as customer reported. The ports of the 3-stopcock were also examined and found no damages. No leakage was found at the junction where sideport attached to the sheath hub. The exact root cause for the cracked side of the stopcock could not be confirmed. However, the ports all looked good. This issue is identified to be isolated and is the first known occurrence from the past year from the date of awareness of this complaint. For the dilator tip damage, potential contributing factors could be if the device was advanced through an area of resistance or if the device was subjected to unusual stresses. No manufacturing defects were found. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure introducer sheath, adelante breezeway, in-process and final inspection: visual inspection performed at aql 0.40: check for damages to hub, sheath, stopcock and sidetube. Pull test performed at aql 0.40: verify sideport tube is securely attached by gently pulling on both joints: sheath hub to sideport tube. Stopcock to sideport tube. Leak test performed by qa at 100% level perform leak test according to procedure. Test sideport for occlusion by attaching a 10 cc syringe with plunger completely pulled out to the open stopcock valve. Test both outlets of the stopcock, one at a time. When testing one outlet, make sure the other is in off position. Per IFU aspirate blood through the side arm and be sure the sheath is clear of air. Note: blood should aspirate freely through the side port. Attach the sheath side port to the monitoring line. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress ,follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during a radiofrequency procedure, once the sheath was placed, blood was seen coming back through the sheath port. Less than 5ml blood was loss. Arrive sheath prepared as per recommendations. Once sheath was placed into the patient's vasculature blood was noted exiting at the junction where the clear side arm connects to the sheath hub. Sheath was exchanged for new. The sheath was replaced with resolve. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.